Event description:
Pt had prolieve thermodilatation treatment in 2006 and returned (3) days later, passing clots with significant hematuria. According to the physician, pt was admitted by another physician to a regional hospital for an extended stay. Pt was on anticoagulation therapy for sound medical reasons. No add'l info regarding the pt's status has been provided.

Manufacturer narrative:
A single-use prolieve thermodilatation kit component (model number m0068808022, catalog number 880-8022) that includes a prolieve catheter, a heat exchanger, and a bag of sterile water. The complaint for this MDR did not specify the component of the prolieve thermodilatation system that was involved in the event. However, since the event involved hematuria, the prolieve catheter probably would have been the component that was involved. The complaint also did not include either the serial number of the instrument or the lot numbers of the kit or any of its components. The site did not return the disposables (the catheter and heat exchanger) so they are not available for eval. Because the catheter involved in this event was not returned and its lot number is not known, no eval of the device could be done. The complaint included a statement that "records could be made available if required." Celsion made repeated attempts to obtain more info from the treating physician about the event and the pt's status. However, no add'l info has been willingly provided.